Manufacturer narrative:
A specific root cause could not be identified. An instrument issue was unlikely as all instrument data was checked and was within specification. The qc and calibration did not indicate any issues.

Event description:
The customer received a questionable igg antibody to toxoplasma gondii (toxo igg) result for one patient sample. The initial result was 238.8 iu/ml (positive) and was reported outside the laboratory. The patient was redrawn and tested on (B)(6) 2015 and the result was 0.130 iu/ml with a data flag twice (negative). A sample from the same venipuncture as the sample that produced the initial result was tested and the result was 0.130 iu/ml with a data flag (negative). The patient was not adversely affected. The reagent lot number was 180929. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).